Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, high right ventricular (rv) pacing impedances were observed. When the rv lead was tested through the pacing system analyzer (psa), the pacing impedances were between 1500 and 1700 ohms. When the associated rv lead was connected to this pacemaker, the rv pacing impedances were around 2400 ohms. Technical services discussed the normal impedance range for this type of lead is up to 2000 ohms. It was noted all other measurements were good and stable, and it was the physician's discretion on how to precede. The decision was made to leave the associated rv lead implanted with this pacemaker. No adverse patient effects were reported. No further actions were taken.